Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where the sheath could not be flushed during the procedure. The returned device was visually inspected upon receipt, and was found in good condition. Per the reported event, a functional test was performed. The syringe was connected, and flushing was able to take place without difficulty. A microscopic analysis of the device was performed, and no anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specifications and procedures. The DHR review was extended to the stopcock-luer cap assembly, and no anomalies were found. The customer complaint has not been verified. The root cause of the saline not flushing through the sheath could not be conclusively determined. Neither the analysis nor the DHR suggest that the reported failure could be related to the manufacturing process.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where the sheath could not be flushed during the procedure. After a transseptal puncture, the sheath was introduced into the patient¿s body, when it was noticed that the sheath was not irrigating properly. It was noted that this may have been because the sheath port was potentially deformed. The sheath was replaced, and the patient was completed without any patient consequence. When a sheath cannot be properly flushed, it presents a risk to the patient, such as thrombus formation. As a result, this event is MDR reportable.

Manufacturer narrative:
On 11/21/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).